Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a the urisys 1100 instrument reported a negative result for leukocytes, while a laboratory test indicated that the correct result was ++. No adverse event associated was reported. The manufacturer requested the return of the suspect product for evaluation.